Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty in breathing, claustrophobia. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty in breathing, clausterphobia related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. Upon internal and external inspection of the device, dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device.evidence of sound abatement foam degradation/breakdown was not observed in the base unit. See ER 2244873 (v1) for the procedure used to make this determination.there was no errors found. The manufacturer concludes that pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. Pil is unable to address the allegation with humidifier due to not receiving the humidifier. Device pass final testing procedure with a known good humidifier verifying the base unit worked properly.risk tags (ER 2219697 v20) associated with this mode of failure include: irrit02, infect01. The results of this investigation do not impact the calculated risks section h6 were updated in this report.